Manufacturer narrative:
Investigation result: no mz1000-br sample was available for investigation. The customer reported that the affected sample was from lot 22025965 and " the device remains internally soiled with blood even after flushing". As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with residual blood visible within the maxzero housing. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 22025965 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the maxzero connector features a visible fluid path and high-flow, straight-fluid channels to enhance flushing. According to the instructions for use (IFU) the device should be flushed after each use with normal saline; however it may be more difficult to remove blood from within the valve if it is not being flushed immediately. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz1000-br product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero needleless connector had flow issues. The following information was received by the initial reporter with the following verbatim the healthcare professional signaled that the needle-free bd connector, provided to the patient, when collecting blood the device remains internally soiled with blood even after flushing. Photo attached.